Event description:
It was reported that a brake malfunction occurred. A 1.25mm rotapro and rotawire drive were selected for use. During preparation, after activating dynaglide mode and pressing the brake defeat button, the physician observed that the burr moved together with the wire. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection, wire insertion, device-to-device interaction and destructive testing were performed. Inspection of the device after destructive testing found that the driveshaft (turbine) was corroded. When the rotapro system was connected to the rotapro console, the ablation button was pressed, the device stalled and did not run. Despite device stall during analysis, the brake defeat button was pushed and was able to engage and disengage properly with the wire without issue or resistance. No other device issues were identified during analysis of the returned device.

Event description:
It was reported that a brake malfunction occurred. A 1.25mm rotapro and rotawire drive were selected for use. During preparation, after activating dynaglide mode and pressing the brake defeat button, the physician observed that the burr moved together with the wire. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable following the procedure.